Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely after one day of wear. The customer experienced profuse sweating and loss of consciousness, requiring the treatment of insulin (dose/type unknown) provided by son. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely after one day of wear. The customer experienced profuse sweating and loss of consciousness, requiring the treatment of insulin (dose/type unknown) provided by son. There was no report of death or permanent injury associated with this event.